Manufacturer narrative:
Pump received with no button response at act button due to unlocked j2 connector on lcd board. No button error alarm during testing. Unable to perform any tests due to button unresponsive. Pump received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a high blood glucose levels of 500 mg/dl on (B)(6) 2017 and 300 mg/dl on (B)(6) 2017 that was treated with the insulin pump. The customer also reported that on that second day, their blood glucose level dropped to 56 mg/dl, treated with carbs, and went up to 375 mg/dl and treated with the insulin pump. Troubleshooting for both low and high readings were declined. The customer also reported dropping the insulin pump and having a keypad anomaly. Troubleshooting for damage found no damage and the drive support cap to be normal. However, self-test could not be performed due to an unresponsive act button. Button error/keypad anomaly troubleshooting was performed. The insulin pump being dropped was the significant event leading to the keypad issues. The time advanced when monitored for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.